Event description:
Alcon vivity clareon iol (intraocular lens) was implanted during uneventful cataract surgery. On the post operative visit, a refractile particle was noted in the iol (intraocular lens). The patient was brought back to the operating room 2 weeks later and the lens was removed and replaced.